Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange procedure. Interrogation of the pulse generator noted that right ventricular (rv) lead had high capture threshold. The lead was capped and replaced on 31 jul 2024. The patient was stable throughout the procedure.